Event description:
The customer reported the monitor cart had "come apart". The fse noted that the monitor cart handle was broken. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor cart handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.